Manufacturer narrative:
(B)(4) does not apply. No longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid (unknown dose and concentration) via an implantable pump for non- malignant pain and post lumbar laminectomy syndrome. Beginning on an unknown date (also reported aslast couple of years) , the pump was sitting in an awkward place and it was sitting on the belt line, the doctor thought the pump moved more to the back side, the pump was causing problems when sitting down or when putting jeans on. The patient was to follow up with the health care professional. No further complications were reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Pump logs indicated that the drug being delivered was 20 mg/ml hydromorphone at 1.112 mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2018-jan-23. It was reported that the device was returned to the manufacturer for analysis. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient and managing physician would be scheduling surgery and replacement and new positioning to resolve the pump movement. It was reported that it was a sensitive area - causing problems from placement. The pump movement was not yet resolved at the time of this report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-feb-05. It was reported that the pump was replaced (new) and relocated on (B)(6)2018. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis of the pump identified overinfusion with an undetermined root cause. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the catheter was capped without another catheter implanted. The reason for this modification was unknown at this time.